Event description:
The customer reported that the tube was hot and they were working with a high kv. Also the system began to arc.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the candles were disconnected. There were not any signs of high voltage dischages on the candles. The candles were cleaned and a new high voltage silicone was used, and assembled again. The arcing is still present.